Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00524. A facility reported a certas valve (ID 828804) was implanted due to sah (subarachnoid hemorrhage) via v-p shunt in october 2020 with unknown setting. It was used with codman bactiseal catheter kit (ID 823072). On (B)(6) 2022, shunt imaging was performed. The set pressure was changed to a lower pressure, but no flow could be confirmed distal to the valve. Obstruction was suspected, therefore, the valve and the catheter (823072) were removed and replaced on (b)(6 2022. According to reporter, it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole was noted in needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.